Event description:
It was reported that a pt underwent a two level x-stop procedure at l3/l4 and l4/l5. It was noted that the pt had "nerve pain down both legs prior to the surgery". At the time of the surgery, the physician said that, "it looks a little crooked, but will be in there for a long time". One year post procedure, the pt noticed a "popping in his back" and began to have, "left hip pain radiating down his left leg". The pt continued to have intermittent pain with a "brief stinging sensation". Approx six months ago, the physician performed an epidural on the pt. MRI and CT were taken at a later date and showed the device was dislodged posteriorly into the supraspinous ligament. Subsequently, the physician removed the device at l4/l5. No other procedure was performed. Pt was reported to be "doing ok". No add'l info was reported.

Manufacturer narrative:
Device not returned, followed-up with pt.